Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient underwent unrelated procedure without placing the ipg into surgery mode. As such, the ipg is not connecting to external devices. Therefore, the patient is unable to set the ipg into MRI mode. In turn, surgical intervention may take place at a later date to address the issue.